Event description:
It was reported that the patient presented in hospital for a routine generator change out procedure. During the procedure, the atrial lead exhibited noise and an insulation breach. The lead was capped and replaced. No complications occurred to the patient.